Event description:
Boston scientific received information that this product was part of a system revision due to infection. Further, this pacemaker was used as a temporary pacer and taped on patient's neck. This pacemaker was then explanted and replaced with a new device. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.